Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+3.5/091 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The reporter indicated the patient had poor vision in left eye compared to right eye. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).